Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019 the patient reported the cgm was 4.4 mmol/l; however, the bg was 2.0 mmol/l. Information concerning the patient¿s symptoms or medical intervention was not documented. The patient was evaluated at a hospital; however, specific medical treatment was not confirmed. At the time of report, the patient was in stable condition. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.